Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 23 mmol/l at the time of the incident and was treated with a correction bolus. The customer reported a sensor alert. The customer declined troubleshooting for high blood glucose. The customer reported that they did not receive a sensor updating or sensor glucose not available alert but received a calibration not accepted alert. The insulin pump will not be returned for analysis.